Event description:
A doctor reported that during surgery, two system messages were displayed. There was a delay of approx 40 minutes while they rebooted. The situation didn't change, so they brought in a different system to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).